Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07march2019. The manufacturer¿s field service engineer confirmed the pressure accuracy issue. The manufacturer¿s field service engineer replaced the data acquisition (da) printed circuit board assembly to address the reported problem. A performance verification test of the ventilator was performed and the unit passed all tests successfully. The unit was returned to service.

Event description:
During corrective maintenance, the manufacturer¿s field service engineer noted that the unit failed the pressure accuracy test (pvt test 4) at the 1 cmh2o setting. No patient or user harm was reported.